Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to a mechanical issue of the left cylinder near the base. The patient was not able to pump it up. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to a mechanical issue of the left cylinder near the base. The patient was not able to pump it up. There were no patient complications.